Event description:
It was reported by an american medical systems sales representative, that during a conversation with the physician, the physician alluded to a recent incident involving damage to an angled delivery device (add) fiber. This incident possibly resulted in an end-firing situation of the fiber and bladder perforation of the pt's bladder. No further details were provided.

Manufacturer narrative:
American medical systems has contacted the physician in an attempt to gain additional details about the event, the status of the pt and the availability and identification information of the product. At this time the conclusion is unknown regarding the root cause of the problem and the actions taken as the investigation is pending.